Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. Atherectomy and pre-dilatation were performed with 2.5mm and 5.5mm armada balloons. A supera self-expanding stent system (sess) was advanced to the target lesion with resistance due to the non-abbott sheath. It was noted that there was difficulty using the sheath. It was suspected that there was something wrong with the sheath due to the resistance felt while using it. The supera stent was successfully deployed. However, during removal resistance met again with the sheath. The tip separated inside the sheath. The sess was removed with the separated tip and sheath together. It was confirmed the delivery system was not removed under fluoroscopy. The patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. Atherectomy and pre-dilatation were performed with 2.5mm and 5.5mm armada balloons. A supera self-expanding stent system (sess) was advanced to the target lesion with resistance due to the non-abbott sheath. It was noted that there was difficulty using the sheath. It was suspected that there was something wrong with the sheath due to the resistance felt while using it. The supera stent was successfully deployed. However, during removal resistance met again with the sheath. The tip separated inside the sheath. The sess was removed with the separated tip and sheath together. It was confirmed the delivery system was not removed under fluoroscopy. The patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The difficulty advancing and removing was not tested as the delivery system was not returned. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Because it was reported that the supera was not removed under fluoroscopy, it should be noted that the supera instruction for use states: ¿under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area.¿ in this case, it could not be determined if removing the supera without the use of fluoroscopy caused or contributed to the difficulties encountered. The investigation determined that the reported difficulties appear to be due circumstances of the procedure. The resistance advancing and difficulty removing resulting in tip detachment were likely due to the non-abbott sheath. It is likely that the sheath was bent or entrapped within the vessel causing resistance during advancement and difficulty during removal resulting in tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.